Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood in the guide wire lumen, on the stent implant, balloon and contrast in the inflation lumen, consistent with preparation and the stent delivery system (sds) being advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The hypotube and jacket material were separated 20 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval, as if kinked prior to separation. There were multiple bends noted throughout the hypotube. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. It was reported the patient anatomy was moderately tortuous and calcified which likely contributed to the reported difficulties. The shaft likely kinked during advancement in the calcified lesion and further manipulation of the shaft outside of the patient anatomy would have contributed to the shaft ultimately separating. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. The reported difficulties appear to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: rx voyager. Guide wire: bmw. Inflation: boston scientific. Guide cath: ebu. Stent: cypher. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that the lesion was in the left circumflex.the lesion was predilated with a voyager. After which, despite several attempts, the stent could not cross the lesion and the proximal part of the shaft separated. A 2.5mm x 33mm non-abbott stent was used to complete the procedure. No patient effects were reported. No additional information was provided.